Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the shutdown button has problem, can not shutdown (fails to power down). There was no report of patient involvement.

Manufacturer narrative:
.